Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed on the device which determined that the saw head was not aligned. It was determined that the trigger was sticking (not moving smoothly). It was further determined that the device failed the trigger test. It was determined that the device did not run when switching to the left on position (failed functional test; failed check trigger and electronic control unit function). It was observed that there was an unknown liquid and debris inside the unit. It was further determined that the issue was consistent with improper maintenance. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper cleaning methods. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the battery oscillator device did not lock. During in-house engineering evaluation, it was observed that the trigger was sticking (not moving smoothly). It was further determined that the device failed the trigger test. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.